Manufacturer narrative:
Patient ID/case# reported as (B)(6). Patient ethnicity is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent nailing of the femur on (B)(6) 2018. During the procedure, the tip of the stepped drill bit broke off into a femoral head while redrilling to place a recon screw. The broken tip was left in the femoral head. There were fragments generated from the broken device which were not removed. There was no required medical intervention. The procedure was successfully completed with no surgical delay. Patient outcome was stable. This report is for a 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.010.078, synthes lot number: pe00670, supplier lot number: pe00670: release to warehouse date: 28-sep-2010, expiration date: n/a, supplier: precision edge surgical products: the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the drill bit (part#: 03.010.078, lot#: pe00670, mfg 28-sep-2010) was received at us cq with the distal tip of the drill bit broken unevenly at the fracture site. There were no other visual defects observed. This is consistent with the reported complaint condition, thus confirming the complaint. Medical images were not provided therefore the embedded condition cannot be confirmed by cq. Also, no fragments were returned to cq. Dimensional inspection: dimensional analysis was completed, the length of the threaded portion of the drill bit has a specification of 145 mm ± 1.2 (tolerance per se_022863,) based on drawing. The actual measured length of the threaded portion is 120.61 mm (ca472.) Therefore, approximately 24 mm of the drill bit broke. The actual measurement of k-k is 5.78 mm which is within the specification of 5.8 mm ± 0.1 (tolerance per se_022863 rev ac) per drawing. Document/specification review: the relevant drawing(s) was reviewed; the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the drill bit (part#: 03.010.078, lot#: pe00670) was received with approximately 24 mm of the distal tip of the drill bit broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being struck off axis. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.